Event description:
It was reported that the patient underwent an ion lung biopsy procedure and developed a pneumothorax, which required chest tube placement and hospitalization. The biopsy targeted three nodules, all situated in the right lower lobe. Pathology results revealed inflammatory cells, fungal infection, macrophages, leukocytes, parenchyma, and epithelial cells. The patient was subsequently treated with antifungal medication. No device malfunction was reported in connection with this event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
A review of the system logs revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. Note: the patient's year of birth is 1958.